Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 500 mg/dl. Elevated bgs were treated by stopping the pump, and switching to manual injections. The customer is planning to meet with their healthcare provider (hcp) to attempt using the pump again. The customer's bg's were fine at time of call.